Manufacturer narrative:
Zimvie received one (1) tmtb11, (imp tm 3.7mm mtx full,11.5mm) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use, and apparent bone / tissue attached to external threads. The implant was fractured at the body. The fractured piece was not returned. Additionally, an unknown encode abutment was stuck to the implant. Unable to identify the abutment due to the damage in the drive feature area. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1253704. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253704 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev 9-10/19. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant, clinician places implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4).

Event description:
It was reported that site 21 implant fractured at the weld leaving apical titanium and tantalum metal. Symptoms as a result of the event: bone loss inflammation.